Event description:
It was reported that during a lap nephrectomy procedure, the blade suddenly stopped working. Generator did not state error code. Changed machines. Still did not work. Opened second shear and continued procedure. No consequences to the pt.